Event description:
A healthcare professional later reported that the medication used within the system was compounded baclofen. The cause of the event was unknown.

Event description:
Please see manufacturer's report #3004209178-2013-11057 for information regarding volume discrepancies that occurred on the patient's system, following the replacement/revision below: a healthcare provider reported the patient had a catheter fracture, further noting a break, tear, or hole. They noted normal battery depletion of the pump. A revision and replacement were noted to have occurred. The patient¿s outcome was noted as no injury, and the patient did not require hospitalization. The medication used within the system was sufentanil. A healthcare provider later reported that the patient had their pump replaced on (B)(6) 2012 because the pump was at end of battery life. There had ¿been some questions about catheter integrity¿ with an indium dye study prior to the replacement. A healthcare provider confirmed that a dye study was performed prior to the pump replacement, though the results were illegible. They confirmed that the catheter was fractured at the pump connector. The healthcare provider indicated there was not a volume discrepancy at that time. When asked when the refills took place, ¿local (illegible)¿ was noted. Per the manufacturer's device registry, the catheter was partially removed on (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID 8703, lot# j94142072, implanted: (B)(6) 1994, explanted: (B)(6) 2012, product type catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).